Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the motor error alarm. The motor was tested outside the device and passed the motor test. The device was received with cracked reservoir tube lip, cracked reservoir tube near the tube window and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump alarmed motor error frequently. No further information was provided.